Manufacturer narrative:
The device was returned to the endochoice service center for evaluation and repair. The endoscope was repaired to address fluid invasion in the electrical connector due to a hole/puncture in the bending rubber.

Event description:
It was reported that center image distortion occurred during a procedure. The large distortion was intermittent and anatomy could not be visualized during the center image loss. There was no injury or other negative health consequence to any patient.